Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that debris was found in the fluid path of a bd¿ syringe with bd luer-lok¿ tip. No injury or medical intervention.

Event description:
It was reported that debris was found in the fluid path of a bd¿ syringe with bd luer-lok¿ tip. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received a 20ml syringe from lot 8004881 for evaluation. Our quality engineer visually inspected the returned sample and observed that there was a piece of foreign matter embedded into the syringe. The foreign matter was most likely from the molding process. During startup, the molding press can have leftover resin become degraded and break loose. Then, the resin that broke loose can be molded into the new components. Based off of the visual inspection the engineer was able to verify the reported issue of foreign matter. However, this appeared to have been an isolated incident as this was the first reported case of foreign matter associated with this lot. A review of the device history report revealed zero defects found during this production run. Investigation conclusion: embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that debris was found in the fluid path of a bd syringe with bd luer-lok tip. No injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.